Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heart failure patients indicated for lvad support are also often indicated for ICD implantation and are at high risk for arrhythmias. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Hvad pump remains implanted.

Event description:
It was reported that there were two small power spikes on (B)(6) 2017. Logfiles were submitted. The high power alarm was set at one watt above mean power. There was another small power spike on (B)(6) 2017. The patient was admitted for ventricular tachycardia (vt) on (B)(6) 2017. The patient remains hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: (B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a spike in power consumption on (B)(6) 2017 followed by another spike in power on (B)(6) 2017. 1 high watt alarm was logged on (B)(6) 2017 at 08:58:56. 1 low flow alarm was logged on (B)(6) 2017 at 05:21:45. Of note, it was reported that the patient was admitted for ventricular tachycardia on (B)(6) 2017. An echocardiogram conducted on (B)(6) 2017 showed the patient underfilled. Also, the high power alarm was set at one watt above mean power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, incorrect setting of the alarm threshold may have resulted in the high watt alarm. Based on the available information, the low flow event may be attributed to poor vad filling. Based on the available information, incorrect setting of the alarm threshold may have resulted in the high watt alarm. Based on the available information, the low flow event may be attributed to poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller ((B)(6)) was returned for evaluation. The hvad pump ((B)(6)) was not returned for evaluation. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed a loose power port 1 connector. An internal inspection did not reveal evidence of fluid ingress. This is an additional finding not related to the reported event. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The reported high power event was confirmed via review of the controller log files which revealed a spike in power consumption on (B)(6) 2017 followed by another spike in power on (B)(6) 2017. 1 high watt alarm was logged on (B)(6) 2017 at 08:58:56. 1 low flow alarm was logged on (B)(6) 2017 at 05:21:45. Of note, it was reported that the patient was admitted for ventricular tachycardia on (B)(6) 2017. An echocardiogram conducted on (B)(6) 2017 showed the patient underfilled. Also, the high power alarm threshold was set at one watt above mean power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available informatio n, incorrect setting of the alarm threshold may have resulted in the high watt alarm. Based on the available information, the low flow event may be attributed to poor vad filling. Additional device(s) involved in event: d1. Heartware® ventricular assist system - controller 2.0, d4. Serial - (B)(6)/ model number 1407au/ expiration date: 2017-06-30, UDI# unknown. H4. 2016-06-30. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information received (B)(4) 2017 states that the power spikes were due to vt and hypovolemia. An echo (B)(6) 2017 showed the patient underfilled. Diuretics were reduced and the patient was anti-tachy paced to revert the vt. The patient was discharged on (B)(6) 2017 and is stable at home. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional products: controller / (B)(4). Device available for evaluation: yes, return date: 2018-03-28. Device evaluated by manufacturer: yes. The controller did not pass external visual inspection due to power port 1 being loose. The controller passed functional check and running test. Internal visual inspection revealed power port 1 with the nut loose. If information is provided in the future, a supplemental report will be issued.